Event description:
The customer obtained elevated, non-reproducible vitros trop I es results on a single pt sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was repeated per the laboratory's protocol and, therefore, not reported. There were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
A review of instrument datalogger files for the timeframe in question found no evidence to suggest that vitros eci did not perform as expected. The customer did not provide quality control data to evaluate the performance of the vitros trop I es reagent. The investigation determined that the pt sample in question was not processed per the sample collection tube manufacturer's recommendations for centrifugation time and speed. The sample was not re-centrifuged following the initial result. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." Additionally, ocd field service investigated vitros eci performance and made necessary repairs and adjustments to return to vitros eci to expected operation. The definitive root cause is unk; however, pre-analytical sample processing and analyzer performance cannot be ruled out.